Event description:
A peritoneal dialysis (pd) nurse contacted baxter to report that the home patient (hp) had some clinical symptoms and had an "overfill of the peritoneum." The nurse further added that the hp had experienced multiple low drain alarms over a period of "a couple days." The baxter representative had recommended that the nurse set the last manual drain for the homechoice (hc) machine so that the hp would be completely drained prior to the last fill. The nurse elaborated that the hp had abdominal pain during the night, after having low drain volume alarms (2 times) that were resolved by bypassing the low drain volume alarm 2 times. The nurse mentioned that the hp then came to the clinic and they manually drained out 5100 ml. Per nurse, the pain resolved. The hp's largest prescribed fill volume is 2500 ml. During a follow up with the nurse, it was confirmed that the issue was resolved upon draining that fluid out. The nurse stated that hp was not having any draining issues, however, the nurse added that hp might have bypassed the low drain alarms to have retained the 5100 ml that she drained out. The nurse further added that it is very possible that the overfill was related to the hp not complying with training. The nurse would address that with the hp, and also stated that she may contact baxter if she decides to swap the hc device. Per nurse, hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No further information was provided. This is an increased intra-peritoneal volume (iipv) event.

Manufacturer narrative:
(B)(4). The nurse did not want to swap the hc machine at this time. Therefore, the device was not returned for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if the hc device is returned and evaluation is completed.

Manufacturer narrative:
(B)(4). A review of the device's service history record revealed no issues that may have contributed to the increased intraperitoneal volume (iipv). The device was not returned for evaluation; therefore, the device logs could not be reviewed. Therefore, the cause for the iipv was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).